Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed; the batteries operated as expected during bench testing. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level as all batteries were able to charge and power a controller without incident. The reported event could not be confirmed during testing. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery/ (B)(4)/ model #: 1650de/ expiration date: 2016-02-29 UDI #: (B)(4). Yes, return date: (B)(6) 2015 yes: mfg date: 2015-02-26 no .(B)(4): heartware ventricular assist system ¿battery battery/ (B)(4)/ model #: 1650de/ expiration date: 2016-02-29 UDI #: (B)(4) yes, return date: (B)(6) 2015 yes mfg date: 2015-02-04 no (B)(4).

Event description:
It was reported that a patient experienced batteries with a power consumption issue. They would charge normally, but when they are connected the green light emitting diode (led) disappears. There were no reported consequences or impact to the patient. The batteries were exchanged. No patient complications have been reported as a result of this event.